Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that when the device was first implanted they could barely feel it under the skin and by the end of last year they could feel it had moved closer to the skin surface. Patient reported the other night they were laying down in bed on their left side watching tv and rolled over on their back and felt the implant roll with them. Patient said they got a shocking feeling 2-3 times and since then it's been bothering them. Yesterday when patient went to sit in their car they got the same pain and then all of a sudden it got like a burning sensation where they had to jump out and move around a little bit before they were able to sit down again. The patient was redirected to their healthcare provider to further address the issue.